Event description:
It was reported the patient's blood glucose rose to 491 mg/dl while wearing the pod for between 5 and 24 hours . When the pod was removed, it was noted the cannula retracted. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with the slide insert and cannula moved forward. No damages or defects were found with the needle mechanism that would cause the cannula to retract. The soft cannula was observed to be torn and shortened. It is unknown when or how this damage occurred.